Event description:
During a weekly inspection, the customer found that the device failed to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined the cause for the failure to be a loose cable mounted plug connector, designator p12, from the main pcb assembly. The connector was reseated and proper device operation observed through functional and performance testing. The device was repaired and returned to the customer for use.